Event description:
Country of complaint: (B)(6). Defect type: fraying and broken thread (suture).

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Defect type: fraying and broken thread (suture). Samples received: 1 open race pack. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. OEM received one open and used sample with the thread broken. Thread shows splitting near the needle. Reviewed the batch manufacturing record, this product had anormal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.